Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error while in the prime sequence. The patient's blood glucose level was 7.5 mmol/l at the time of the call. The customer sent the product back for analysis.